Event description:
Pt has lung cancer and multiple mets. Hospital reports that prognosis is not good because of lung cancer, possible 4-6 month life expectancy. Pt has already rec'd external whole beam radiation, >3000 rad fractionated over 3 weeks (april-may 2002), failed 1st line chemo treatment. Treatment with leksell gamma knife occurred in 2002. Radiation oncologist reported that planned dose was 18gy to 50% isodose line, max dose 36gy. The delivered dose was 24.8gy to 50% isodose line, 57.5gy max. 6 different sites were treated. For one small volume in the brain stem, 12gy were prescribed and 19gy were delivered. According to the radiation oncologist, there are no concerns as the dose to the brainstem was low.